Event description:
Caller states that he tested 33 mg/dl on the device and 79 mg/dl on the device shortly after. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.